Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. It is considered that the infection was caused by the patient touching the pocket site after discharge. There were no additional adverse patient effects reported. The ra lead was explanted.